Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from the cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. During a systems check, the customer reported adding or removing insulin outside the load sequence, tandem technical support, educated that adding or removing insulin outside the load sequence considered off label use. The customer changed supplies and resumed insulin therapy.